Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned. The tissue pad was inspected and it was found properly attached to the instrument. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: ¿the instrument didn¿t work properly". The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. It could not be determined what may have caused the incident reported.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the tissue pad detached. The tissue pad was inspected and it was found properly attached to the instrument. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the instrument didn¿t work properly. The tissue pad detached from the clamp arm and fall off (not melted away, but a piece broke off). No piece fell into the patient. Was the piece retrieved in the trocar. One device is being returned. No patient consequence was reported. One device is being returned.